Event description:
It was reported that prior to an unknown procedure, the device was connected and checked and instantly came up as instrument error. It was not reported how the case was completed. There was no pt consequence.

Manufacturer narrative:
Analysis summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument. The batch record was reviewed and no anomalies were noted during the manufacturing process.